Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-mar-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3638h knotless hip fibertak anchor experienced an event during a hip arthroscopy procedure. At the moment of anchor insertion, the suture broke in the surgeon¿s hand. During subsequent impaction of the anchor, the tip of the fibertak inserter fractured. The anchor and attached suture were removed and the case was completed successfully with a pushlock anchor. A fragment from the fractured fibertak inserter was reported to remain in the hip bone region.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-3638h. Refer to ar-3638h attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force/excessive impaction during insertion after resistance was encountered." Ref: dfu-0426-sub-eo to help avoid inserter breakage and potential patient injury: ¿ avoid excessive impaction as this could lead to inserter damage and/or breakage. ¿ if insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. ¿ visually inspect the inserter for potential breakage after each implantation.